Event description:
It was reported that the patient underwent an open repair of a primary left indirect inguinal and left femoral hernia under general anesthesia in 2009. Seven days after the procedure, upon examination the surgeon felt a seroma underneath the scar/skin incision. The surgeon performed a puncture evacuation of 6 cc of serous fluid.

Manufacturer narrative:
Date sent to the FDA: 08/13/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.